Manufacturer narrative:
The user settings on the insulin pump were cleared and the device was programmed with the current time and date. The insulin pump was monitored for two days and there were no unexpected check settings alarms. The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with a stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call motor error alarm, check settings alarm and motor position encoder error alarm. Customer's blood glucose was 183 mg/dl. Troubleshooting for check settings alarm was performed. Customer advised that the settings were all cleared out. Customer advised the insulin pump showed reservoir empty and they replaced the battery which did not resolve the issue. Customer was able to complete the self-test. Troubleshooting for motor error alarm was performed. Customer advised the insulin pump had a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.